Event description:
Pt had been intubated with a 7.5 subglottic ett on (B)(6) 2023. During extubation, ett had a little more resistance than normal. When coming out. After extubation, pt developed stridor and ended up requiring to be re-intubated on (B)(6) 2023. Pt started on steroids. On (B)(6) 2023, the respiratory therapist attempted to extubate the pt. Both the respiratory therapist and intensivist attempted to pull the tube, but there was too much resistance. The intensivist ordered another round of steroids. Manager of respiratory therapy extubated pt on (B)(6) 2023 and the pt was given recemic epinephrine. It was noted that there was not a cuff leak when balloon was deflated. The ett tube was difficult to remove and once it was removed, he noted that the plastic of the balloon was mushroom at the top. Fabricado para (B)(6). Made in china.